Event description:
During the procedure, the threaded tip of the 4.3 lcp drill guide broke. A prompt solution was provided by removing the fragments of this drill guide and replacing it with another one with the same characteristics that also comes with the equipment. Procedure was successfully completed, without discomfort to the specialist, without affecting the patient, and without alterations in surgical times.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional narrative: h6: part: 323.042. Lot: 649p056. Manufacturing site: hägendorf. Release to warehouse date: 14-march-2022. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. The product was not returned to medtech orthopaedics, however photos were received for review. The photo investigation of " 323.042, lcp drill sleeve 5 f/drill bits ø4.3" can not revealed the reported condition. As, the provided photo evidence is not sufficient to identify the device tip has broken or not. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was not confirmed as the observed condition of the lcp drill sleeve 5 f/drill bits ø4.3 would not contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.